Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a constant disposable set alarm. Reporter tracked down the issue to the gas vent support clip (bottom microswitch). There was unknown patient involvement no patient harm/adverse event reported.

Manufacturer narrative:
D4 - primary UDI number: corrected. H6: evaluation codes updated. One device was received for investigation. The device was visually inspected. The reported complaint was confirmed. The root cause is the lower microswitch. The microswitch was replaced to resolve the issue. The device passed all functional tests after the replacement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.